Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to ipg losing charge. The patient was doing well postoperatively. The explanted device will not be returned.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to ipg losing charge. The patient was doing well postoperatively. The explanted device will not be returned. Additional information was received that the reason for ipg replacement was not due to ipg losing charge but due to need of MRI compatible device.